Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular channel. Troubleshooting was requested. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.